Event description:
It was reported that the bd angiocath¿ peripheral venous catheter experienced leakage. The following information was provided by the initial reporter: at 13:24 on the afternoon of march 17, when the patient was undergoing arterial puncture, the arterial indwelling needle (bd20g) was connected, and the indwelling needle and the extension tube joint were found to be leaking when exhausting, and the leakage still occurred after reconnecting.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ peripheral venous catheter experienced leakage. The following information was provided by the initial reporter: at 13:24 on the afternoon of march 17, when the patient was undergoing arterial puncture, the arterial indwelling needle (bd20g) was connected, and the indwelling needle and the extension tube joint were found to be leaking when exhausting, and the leakage still occurred after reconnecting.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 381137 and lot number 2005092. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. Through examination of the pictures, a leak in the adapter connection fitting was observed. The physical sample would be needed to further investigate this issue. Based on the investigation results at this time, an exact cause could not be determined for the observed leakage.